Event description:
A customer contacted baxter's technical service center to request assistance on the home choice (hc). Per the initial report, the hp performs tidal therapy, fill volume 900ml, tidal volume 80%, uf target 0ml. The registered nurse (rn) stated the hp is bloated and had a hard time moving. The tsr had them stop therapy at the beginning of fill 8 and perform a manual drain. The hp drained out 1500ml from the manual drain. The doctor and rn feel it is just a programming issue and did not request swap. The hp felt fine after the manual drain and resumed fill 8. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. This event meets overfill criteria.

Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). The reported issue met the increased intra-peritoneal volume (iipv) criteria. The homechoice (hc) device was not returned for evaluation. A device history was conducted and no issues were found related to the iipv during the manufacture of the serial number. Based on the information provided in the complaint, the cause for the reported issue of iipv was determined to be insufficient drain due to use error; tidal total ultrafiltrate removal was set too low. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through rtb-CAPA-(B)(4).